Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating low blood glucose readings from the insulin pump. The customer stated that she had a low blood glucose reading and turned the sensor demo on accident. The customer was assisted with turning off the sensor demo and confirmed threshold suspend was on as the customer requested. The customer declined to troubleshoot for low blood glucose reading.